Event description:
It was reported that review of carelink data indicated the device had a charge circuit error on (B)(6)-2009 and charge time was not reset. Previous experience on this device includes the device having an electrical reset and the patient undergoing radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.